Event description:
The customer reported that x-rays stay on after releasing the foot pedal switch. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5 volt power supply. The system operates as intended.